Event description:
The customer contacted beckman coulter, inc (bec) to report a burning smell from their synchron cx5 delta chemistry analyzer. There was no impact to pt sample results or pt treatment associated with this event. There was no report of smoke coming from the instrument. There was no exposure or injury to the customer. Medical attention was not sought. The customer was advised to shut down the instrument completely until a field service engineer (fse) visits the site. It is unk if the facility has a risk management plan in place.

Manufacturer narrative:
A fse visited the customer's site and observed that the compressor had failed. The fse replaced the compressor. The repair was verified per established procedures. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.